Event description:
Pt was revised to address loosening of the asr cup. There was no bony ingrowth.

Event description:
Caller reports the use by date on the aviva test strip vial as 04/30/2010. Manufacturer's batch record confirmed the actual use by date to be 11/30/2009. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.